Event description:
During a procedure, while reintroducing the auto suture tacker into the trocar, the auto suture tacker broke into two pieces between the white handle and gray piece. The physician snapped the pieces back together but the auto suture tacker would not fire.